Event description:
Reporter indicated that lead test during generator replacement surgery for end of service resulted in high lead impedance reading (dc-dc code 7 and limit), indicating possible device malfunction. The high lead impedance reading was obtained when the new generator was attached to the original lead. The lead was also replaced. Diagnostic testing of the new generator with the new lead was within normal limits. No adverse event was reported in conjunction with the high lead impedance condition. It is not known at this time whether the original lead was already broken or whether it was damaged during the generator replacement surgery. Attempts to obtain add'l info have been unsuccessful to date.